Event description:
It was reported that during an elf procedure at 15-30 this probe lost sidefire ability, and pieces of a hard substance appeared on the monitor. The physician was of the opinion that this substance was the core of the probe. No injuries were reported.